Manufacturer narrative:
(B)(4).

Event description:
It was reported "twice in the last month, the catheter from this kit has broken off when being pulled out/discontinued. With the most recent occurrence (last thursday), the catheter and the internal wire broke off. These patients needed to have surgery to have the remaining part of the catheter retrieved from their backs." Additional information reports "the patient was consulted with the neuro surgery team and hd to go back to the operating room to have the remainder of the catheter removed". The patient's current condition is reported as "fine". Associated MDR number includes: 9680794-2024-00523.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "twice in the last month, the catheter from this kit has broken off when being pulled out/discontinued. With the most recent occurrence (last thursday), the catheter and the internal wire broke off. These patients needed to have surgery to have the remaining part of the catheter retrieved from their backs." Additional information reports "the patient was consulted with the neuro surgery team and hd to go back to the operating room to have the remainder of the catheter removed". The patient's current condition is reported as "fine". Associated MDR number includes: 9680794-2024-00523.